Event description:
It was reported that a revision surgery was performed due to leg length discrepancy.

Event description:
It was reported that a revision surgery was performed due to leg length discrepancy.

Manufacturer narrative:
New information was received for cause of the revision.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision surgery was performed due to leg length discrepancy.